Event description:
The patient and her husband reported that while changing the insulin cartridge on the patient's infusion device, the device gave a low battery error. The stated they changed to another rechargeable battery but could not clear the error. To troubleshoot, the patient was instructed to try a new battery cover. The error continued to display. The husband tried 2 other rechargeable batteries but the error continued. The battery setting was checked and it was on alkaline battery. The patient's husband was instructed to change the setting to rechargeable battery but the error continued. The patient was instructed to switch to her backup infusion device using the same batteries and cartridge which she did without error. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.